Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgraded the software to the current revision. The unit passed extended self-testing.